Manufacturer narrative:
Follow-up #1: date of submission 02/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: no call service alarms were observed in the black box or alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours and no call service alarms occurred during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a call service alarm that could not be cleared after multiple reboots. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.